Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported complaint. Visual inspection of the device revealed contamination on the main circuit board and inside the main blower and outlet flow sensor. Performance testing could not reproduce the reported sf191. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to contamination of the device. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device stopped ventilation unexpectedly and displayed an error message (sf191) related to loss of communication with flow sensor. It was reported the patient's oxygen desaturated following this incident and the patient was placed on a backup device.

Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation can be performed. The device has not been returned, therefore resmed is unable to confirm the alleged malfunction at this time. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device stopped ventilation unexpectedly and displayed an error message (sf191) related to loss of communication with flow sensor. It was reported the patient's oxygen desaturated following this incident and the patient was placed on a backup device.